Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event. Brand name. Product / lot code / expiration date. Date of implant. Initial reporter. PMA/510(k) number. Manufacture date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total shoulder arthroplasty and received a bio-modular shoulder on an unknown date. A revision procedure has been indicated due to possible infection; however, no revision has been reported to date.

Event description:
It was reported that patient underwent a total shoulder arthroplasty on an unknown date. A revision procedure has been indicated due to an unknown reason; however, no revision has been reported to date.